Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a tego® connector that was reportedly involved in a total stop in flow at the start of dialysis treatment, when the patient connected to the dialysis machine. After changing the tego-connector, there was a good flow, treatment could start, and there were no further problems encountered. There were no defects, tears, or cuts noted on the device. The product was stored in the clinic in the treatment room. There was no serious injury, blood loss, property damage, or med/surgical intervention required.

Manufacturer narrative:
Received one used list# d1000 tego¿ connector. No mating device was returned for evaluation. The seal and fluid path of the sample were examined. No defects or anomalies were observed which would result in occlusion of the sample. The sample was flushed and no flow restriction was observed. The complaint of stop in flow could not be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 1/14/2025.